Event description:
It was reported that post-paced and post-sensed t-wave oversensing of the right ventricular lead was observed. The condition of the patient was fine. Follow-up identified the lead was replaced with a new one. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).